Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving lioresal (1,000 mcg/ml at 198.4 mcg/day; lot # unknown) via an implanted pump. The indication for pump use was intractable spasticity. The patient's other medications and medical history were not able to be obtained. On (B)(6) 2016 it was reported that the patient's mother reported an increase in the patient's spasticity. It was unknown if any environmental, external, or patient factors may have led or contributed to the issue. It was unknown if diagnostics or troubleshooting were performed. The device system was explanted. The surgeon decided to leave a portion of the catheter spinal segment implanted and tied off to prevent a csf (cerebrospinal fluid) leak. The patient status was "alive - no injury".

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.